Event description:
It was reported that, after a left bhr-tha on (B)(6) 2007 due to severe degenerative osteoarthritis, left hip coxa vara, chronic femoral impingement, and post scfe deformity. Plaintiff experiences swelling and high cobalt levels. Plaintiff underwent a revision surgery on (B)(6) 2021 where the modular head and stem was removed, and debridement of all fibrinous and infected tissue was performed but due to patient¿s cardiopulmonary status it was required to closed and wait for patient stabilization. Revision surgery was resume on (B)(6) 2021 where an acetabular component was removed, and it was found a large superior cyst inside the ilium. Patient status is unknown.

Manufacturer narrative:
Sections d1 and d4 were corrected.

Manufacturer narrative:
H3, h6: it was reported that left bhr-tha revision was performed due to swelling and high cobalt levels; infected tissue was found intraoperatively. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without definitive batch numbers, a complete review of the historical complaints data cannot be performed for the devices concerned. A review of historical complaints data for the hemi head and modular sleeve was performed to evaluate patterns of repeated failures or defects. Similar complaints have been identified. However, as the devices are no longer sold, no action is to be taken. As no device batch numbers were provided for investigation, manufacturing record review, device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions required. The available medical documents were reviewed. Although it was reported the patient had high cobalt ions, neither the levels nor the lab reports were provided for review. The infection is highly likely of an exogenous nature, there is no evidence that our product contributed to the infection or the patient's declining cardiopulmonary status during the revision. Based on the information provided we cannot confirm or further investigate the reported complaint, our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.